Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products; associated mdrs 1225714-2014-05372, 1225714-2014-05373, 2937457-2014-01352, 1225714-2014-05374, and 1225714-2014-05375.

Event description:
The plaintiff's attorney alleges that the pt experienced cardiovascular events on or about (B)(4) 2008 and (B)(6) 2010, after the use of the product.